Event description:
It was reported that the device ventricular capture management (vcm) was exhibiting variable values; however upon testing the device in the clinic, the ventricular lead exhibited stable thresholds within normal limits. The vcm was initially reprogrammed, but the high outputs were retained pending further monitoring. The recommendation was made to reprogram the vcm from adaptive to monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed intermittent rv (right ventricular) pacing capure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.